Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the right coronary artery. The physician predilated the target lesion with a 2.5x15 emerge balloon catheter. Then advanced a 2.50x16mm promus element plus stent delivery system (sds) and was not able to cross the lesion. During removal of the sds the stent felt loose on the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device noted stent damage. Struts at both ends of the stent were raised and misaligned. A visual and microscopic examination also identified severe kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the right coronary artery. The physician predilated the target lesion with a 2.5x15 emerge balloon catheter. Then advanced a 2.50x16mm promus element plus stent delivery system (sds) and was not able to cross the lesion. During removal of the sds the stent felt loose on the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.